Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n235600, implanted: (B)(6) 2010, product type: accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
It was reported the patient experienced nausea and a low grade fever 6 hours following a pump replacement (3rd replacement, with no prior problems). The surgeon and family doctor suggested the symptoms were a reaction to the anesthesia. As time went on, the patient also experienced anxiety and shakiness. Six day post-operation, the patient was overwhelmed with anxiety, unable to eat or sleep, and had trouble voiding her bladder. The patient went to see her pain doctor and a "dye test" was performed. The dye test confirmed there was ¿a problem with the pump.¿ a manufacturer representative was present and also agreed. However, the surgeon disagreed. The patient was admitted to the hospital and the incision was re-opened to determine any issues. After the surgery, it was determined that nothing was wrong with the pump and no further actions were taken. It was noted that the pump had to be re-primed. The patient spent 12 days ¿of living hell¿ because the patient failed to realize the pump was the culprit. The patient wanted to know what the issue was because she was not getting answers from her doctor. The patient did not have concerns with her device or therapy. The patient only had a general question, which was resolved quickly. It was unknown what drug the pump was used to deliver.